Event description:
Patient with malignant pleural effusion have had a pleurx implanted. When using the first catheter set, they hear a rasping sound when entering the pleural space with the guide wire, probably due to calcium deposits. They place the introducer with dilator over the guidewire, but it is really hard to push into the pleural space. When the md withdraws the dilator, the peel-away introducer is impacted, and when withdrawn, it comes out with dents at 4 places. The md decides to take a new catheter set and they use a new introducer with dilator, push it over the guidewire and remove the dilator. Now, the catheter is entered into the peel-away introducer and they start to split the introducer by pulling at the green "handles" of the introducer. The green "handles" fall off the peel-away introducer. They try to push the catheter into the pleural space using forceps but the catheter is pushed out again by the pleural pressure. They can not get the catheter in place and a lot of fluid leaks out, which makes it even more difficult to get the catheter into position. The implantation stops due to lack of fluid in the pleural space and difficulties getting the catheter in place without the handles on the peel-away introducer. The patient does not get a pleurx implanted.

Event description:
Patient with malignant pleural effusion have had a pleurx implanted. When using the first catheter set, they hear a rasping sound when entering the pleural space with the guide wire, probably due to calcium deposits. They place the introducer with dilator over the guidewire, but it is really hard to push into the pleural space. When the md withdraws the dilator, the peel-away introducer is impacted, and when withdrawn, it comes out with dents at 4 places. The md decides to take a new catheter set and they use a new introducer with dilator, push it over the guidewire and remove the dilator. Now, the catheter is entered into the peel-away introducer and they start to split the introducer by pulling at the green "handles" of the introducer. The green "handles" fall off the peel-away introducer. They try to push the catheter into the pleural space using forceps but the catheter is pushed out again by the pleural pressure. They can not get the catheter in place and a lot of fluid leaks out, which makes it even more difficult to get the catheter into position. The implantation stops due to lack of fluid in the pleural space and difficulties getting the catheter in place without the handles on the peel-away introducer. The patient does not get a pleurx implanted.

Manufacturer narrative:
No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record review for the lot provided did not identify any manufacturing defects or issues that may have contributed to the reported failure. No issues were identified during incoming inspection, manufacture or quality inspection. The complaint investigation was unable to confirm the reported failure mode. However, the pleural peel-away introducer is a supplied component of this product. A supplier quality notification has been issued to the part supplier to evaluate this complaint failure mode. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.